Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery? Were existing staple lines being crossed? What color cartridges were used throughout procedure? Was buttressing material used? Please describe cleaning technique prior to reloading device. Did the surgeon wait 15 seconds prior to firing? What was the reason for the convert to open? What is the patient sex/bmi? What is the current patient status? Are photos or video available for review? The convert to open was reported by mistake. Case was completed with another like device. No patient consequence. The long60 device was received for analysis with no visual non-conformances and with an ecr60b cartridge reload present. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck, drivers and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to the damaged knife condition. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sleeve resection procedure, after the fourth reloading (with fifth cartridge) the device started normally to staple but didn't cut and started to roll tissue. They converted to open to complete the procedure. Another like device was used to complete the procedure. The patient is in stable condition.